Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix (device #1).there is no allegation related to the bard/davol flat mesh and the bard/davol ventralex. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh or an unspecified bard/davol perfix plug(device #1) or an unspecified bard/davol ventralex on (B)(6) 2005 or (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against only the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries related to a defect in the perfix plug (device #1), on (B)(6) 2006, the date of his revision surgery.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, d3, d4 (product catalog no., corporate lot no.,UDI), d.6a (date of implant), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the perfix plug (device 1). An additional emdr was submitted to represent the bard pre-shaped mesh with keyhole (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh or an unspecified bard/davol perfix plug (device # 1) or an unspecified bard/davol ventralex on (B)(6) 2005 or (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against only the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries related to a defect in the perfix plug (device #1), on (B)(6) 2006, the date of his revision surgery. Addendum per additional information provided: (B)(6)2005 ¿ patient was diagnosed with right inguinal pantaloon slider hernia thereby underwent open repair with implant of perfix plug (device 1) and bard pre-shaped mesh with keyhole (device 2). Per operative notes, ¿in the right groin area, a huge sac with large deep opening and slider component was taken down and sac was closed with sutures. A medium sized perfix plug (device 1) was placed medial to the cord and transversalis fascia was closed over it. The mesh (device 1) partially closed the internal ring and a large-size bard pre-shaped mesh with keyhole (device 2) was placed in position and tacked down to the pubic tubercle, inguinal ligament and rectus fascia. The external oblique was closed over the cord and secured with sutures.¿ (B)(6) 2006 ¿ patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with implant of ventralex mesh (device 3). Per operative notes, ¿through the old right groin incision, the hernia was noted. The surface of the cord, hernia were dissected free and direct defect through the internal ring was reduced back through the defect. The old mesh (device 1) was seen drifted medially to uncover this area. Therefore, a ventralex mesh (device 3) was placed in the peritoneum over the defect. The mesh (device 3) was sewn circumferentially with sutures. The cord structures were covered with sutures and staples.¿